Event description:
It was reported that low, out of range, high voltage lead impedance and lead fracture was observed. Twiddler syndrome was also noted. The lead was capped and the patient was discharged from the hospital with no symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 23.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal.